Event description:
It was reported by the customer that a bd pyxis medbank tower drawer failed when a user was unable to issue furosemide 20mg/2ml vial. The customer informed none of the drawers opened when clicking on locate in cubie admin. The drawers were not latching. The customer was able to issue the medication with the assistance of service agent. The agent instructed the customer the steps to restart the cabinet and cubex application. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed to open drawer. A technical support specialist assisted customer through restarting the cabinet and restarted cubex application and disabled in windows device manager the power management option for all universal serial bus controllers, where applicable to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.